Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Insulin pump not received with original battery cap. Battery cap cracked/damaged unknown. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level 54 mg/dl. The customer was treated with food. The customer did not report any symptoms for low blood glucose level. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will be returned for analysis.